Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 66mg/dl at the time of the incident. The customer declined to troubleshoot for the low reading. The customer was advised to disconnect at the quick release and was assisted with performing a fixed prime, which they stated resulted in the insulin exiting. The customer was advised to remove reservoir and perform a manual prime with an empty pump and the alarmed no reservoir. A plunger push and manual prime were performed both resulting with the insulin exiting. The customer was advised that the insulin pump was working as designed and that the alarm was due to an occluded infusion set/reservoir. The product will not be returned for analysis.